Event description:
It was reported the initial procedure was performed on (B)(6) 2025 to treat a lesion in the right tibial peroneal trunk. The 3.0x28mm esprit btk scaffold was implanted without issue. The patient returned on (B)(6) 2025 for a routine follow up when it was noted the scaffold was 50% restenosed and the scaffold had recoiled. Atherectomy was performed followed by balloon inflations. Per the physician the restenosis was likely due to some plaque that was left behind from the first procedure, resulting in the scaffold recoiling and subsequent restenosis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold system instructions for use as a known patient effect of coronary scaffolding procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.